Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that an ophthalmic handpiece tube was blocked during cataract surgery. Surgery was completed after replacing product with a new one. Patient impact have not been provided. Additional information could no be obtained as the customer was unwilling to follow-up.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The concerned instruments were not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The concerned instruments were not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint cannot be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).